Event description:
The stent cannot be passed the wire guide when the physician used positioning sleeve to straighten the stent prior to the patient contact. He found the crease on the device.

Manufacturer narrative:
(B)(4)investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Final MDR being submitted due to completion of investigation on 14-sept-21. The stent cannot be passed the wire guide when the physician used positioning sleeve to straighten the stent prior to the patient contact. He found the crease on the device.

Manufacturer narrative:
Device evaluation: 1 x zebd-7-7of unknown lot number was returned to cirl open in its original packaging. Lab evaluation: the device involved in the complaint was evaluated in the laboratory on 02nd april 2021. A kink on the 5th porthole of the tapered end of the stent was observed. A 0.035" wireguide does not pass the kink. The complaint description was mixed up with that of (B)(4) (emdr 3001845648-2021-00297). Documents review including IFU review: prior to distribution all zebd-7-7 are subjected to visual and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place in cirl. A review of the manufacturing records for zebd-7-7 could not be carried out as the lot number is unknown. The instructions for use, ifu0045-7 which accompanies this device instructs the user to ¿visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use.¿ also, the user is instructed by the instructions for use, ifu0045-7: ¿care must be exercised when straightening the pigtail curls* in order to avoid kinking or breaking the stent.¿ there is no evidence to suggest that the user did not follow the instructions for use. Root cause review: a definitive root cause cannot be determined, as the circumstances of use cannot be replicated in the laboratory and due to limited information. A possible cause of this complaint may be that the kink occurred while being straightened as it was being loaded onto the wire guide. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the information reported, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.